Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level mentioned. Technical support assisted the customer with a pump reset, and after the reset, the cgm error code did not appear again, allowing the customer to successfully start their sensor session.